Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation the customer allegation "occasional blackouts" was likely due to - charged coupled device (ccd) damage causing occasional blackout when shaking the insertion tube. The most probable cause of this complaint was electrical/electronic component problem or random component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the bronchovideoscope image has occasional blackouts. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.